Manufacturer narrative:
Inspected three randomly sealed reservoirs and performed manual prime and high pressure test per specifications. All three reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found. Inspected two opened/used reservoirs and performed manual prime and high pressure test per specifications. All three reservoirs passed per specifications. No leakage/air bubbles anomalies were observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking past the o-rings into the reservoir compartment. No further information was provided.